Event description:
Hospital is writing to ask for an investigation into why a clearview pregnancy test done on a pt here in the hosp was negative. The pt in question was at least 6 weeks pregnant, and according to statistics should have had a positive pregnancy test. Unfortunately, this pt went on to have major surgery which resulted in the loss of their pregnancy. This is a serious situation as hospital uses clearviews for pregnancy testing on all pts prior to gyn procedures. If hospital cannot rely on MFR test hospital will be forced to use another pregnancy test.